Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant after the pocket was closed the right atrial (ra) lead became dislodged. The lead was turned off and was later explanted and replaced. No patient complications have been reported as a result of this event.